Event description:
A customer reported the generation of erroneous ise results for 15 patients on their au2700 analyser. No patient results were released outside the laboratory. There was no change to the patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the ise buffer syringe case was cracked at the bottom. The fse replaced the case to correct the issue. This resolved the issue. The manufacturer reference number for this event is (B)(4).